Manufacturer narrative:
Product event summary: the data files and 2af283 balloon catheter with lot number 56472 were returned and analyzed. The patient data files showed at least night applications with the balloon catheter without any issue and the failure file confirmed the 50005 system notice "leak detection" prior to the use of the balloon catheter on the date of the event. Visual inspection of balloon catheter showed the traces of blood inside the balloon and the shaft was kinked closed to handle. Verification of the smart chip file indicated the catheter was used for six injections. The catheter failed the performance test due to the system notice 50011 ¿the refrigerant delivery path is obstructed.¿ dissection and the pressure test revealed the guide wire lumen was kinked and breached in balloon segment between the injection tube and tip as well as near the handle. Additionally, it was full of blood around the kink part and there were the traces of blood inside the handle. In conclusion, the reported system notice of 50005 was confirmed through data analysis and the balloon catheter failed the returned product inspection due to the guide wire lumen kinked and breached.

Event description:
Following analysis of the product/clinical data an out of specification finding was discovered.